Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a separation was noted between the patient line and transfer set, which is known to cause this alarm. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30176 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during initial drain. During follow up, it was found that the patient line separated from the transfer set which led to the alarm. No damage was noted on the supplies. Renal therapy services (rts) advised the patient to start over with new supplies. The transfer set continued to be in use. There was no patient injury or medical intervention associated with this event. No additional information is available.